Event description:
It was reported that during a lap gastrectomy procedure, the tissue pad detached when the nurse wiped the tip of the device with gauze. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.